Event description:
A site representative reported a stripped screw on an open spine clamp. This issue was identified outside of surgery. There was no patient present.

Manufacturer narrative:
Device manufacture date not available at time of this report. RMA issued. Replacement open spine clamp shipped to site (B)(4) 2013. Medtronic investigation of returned suspect device finds that, as reported, the head of the adjustment screw is rounded. There are also tool marks on the head of the screw. Physical damage, rounded head/damaged screw, directly caused the event.

Manufacturer narrative:
Corrections: other serious was inadvertently checked on the initial 3500a. It should be blank. Correct lot number and device manufacturer date provided.